Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon examination, it was observed the device pocket was infected and eroded. The system was explanted. The patient was stable.

Event description:
New information received indicated the right ventricular lead was not explanted but capped on (B)(6) 2021.